Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. A root cause could not be determined. A replacement sensor was sent to the customer. The customer went to the emergency room and was subsequently admitted to the hospital with blood glucose of 40 mg/dl. Customer remained in the hospital for four days; date of discharge was not provided. Although requested, no additional patient or event information was provided.